Event description:
It was reported that (1) device was used during a bowel stapling. It was reported by the affiliate that the tlc55 instrument could not be fired. Another instrument was used to complete the case. There was no consequence to the patient.